Manufacturer narrative:
H.6. Investigation: 1 used cannula hub and 1 end cap were returned for investigation. As the sample returned is a used sample, the sample was sent for decontamination. As the end cap is not related with the nonconformance reported, no further investigation on the returned end cap. The actual sample was subjected to visual inspection, catheter adapter leak test and injection valve test. No leakage was observed from the injection port. The complaint is unconfirmed as no defect is observed on the sample. A review of 12 months qn on reported nonconformance was performed. No related qn was raised. No abnormality was seen on the DHR review. Therefore the root cause cannot be established.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked past the stopper under the injection port during use. The following information was provided by the initial reporter: "we have had a number of failures of bd products recently. I know of at least 2. It relates to the small grey bit of ¿rubber¿ that sits inside a venflon under the injection port. We have had 2 of these leak now. The other one was in exactly the same place but on an extension set (again with an injection port, with the same grey stopper in the line). I am sure this is not isolated, as I¿ve had 2 incidents myself alone."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked past the stopper under the injection port during use. The following information was provided by the initial reporter: "we have had a number of failures of bd products recently. I know of at least 2. It relates to the small grey bit of ¿rubber¿ that sits inside a venflon under the injection port. We have had 2 of these leak now. The other one was in exactly the same place but on an extension set (again with an injection port, with the same grey stopper in the line). I am sure this is not isolated, as I¿ve had 2 incidents myself alone."